Event description:
During a coronary stent procedure, crossing difficulties were encountered. The physician was unable to cross the lesion with the liberte' monorail 3.00 x 8 mm stent. The physician then pre dilated the lesion and still was unable to cross. Upon removal, the physician noted that the stent struts on the proximal end of the stent were damaged. Pt status is listed as "okay".